Event description:
A report was received from the USA stated the top portion of an 840 ventilator display was erratic. The ventilator was not being used on a pt at the time of the event. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the flex display cable. The device passed all calibrations, short self-test, extended self-test (est) and performance verifications test according to MFR specs. (B)(4).